Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that during implant the right ventricular lead exhibited loss of sensing and capture while in the bipolar configuration. The device was programmed to unipolar sensing and pacing and remained implanted.